Event description:
During use for the pt with e100m ventilator, e100m ventilator fell down suddenly because the welding portion between inside of pole and screw stud was broken. This is the e100m cart spa1500a.